Manufacturer narrative:
The reagent lot number is 75443201 with an expiration date of 31-jul-2024. The field service engineer (fse) inspected the module and found the cell rinse tubings hanged. He adjusted the water level, changed the gear pump head and adjusted it to the correct pressure. He also adjusted the sample probe position in the wash and the water level in the wash station. The investigation determined the event was consistent with a hardware-related issue. The specific cause of the event could not be determined. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable creatinine (crep gen.2) result from one patient sample tested on the cobas 6000 c501 module. The initial result was not reported outside of the laboratory as it did not match the patient's clinical diagnosis alerting the reporter to an issue with the result. The initial result is 394 umol/l. The repeat result is 280 umol/l. The reporter stated that they believe the repeat result is more clinical.